Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual and functional testing was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported leak appears to be a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the indeflator could not inflate an unspecified device. The procedure was successfully completed with another indeflator. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.